Manufacturer narrative:
The hill-rom technician found the casters needed to be replaced. Per the hill-rom service manual recommends semi-annual function and cosmetic checks to make sure the product remains in good working order. The function check should include inspecting assembly fasteners and tightening as needed. If the recliner has a gas spring, check for proper function and adjust as needed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this unit. It is unknown if the facility performs preventative maintenance on their units. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom service technician stating the brakes were not holding. The unit was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).